Manufacturer narrative:
The reported meter has been returned and investigated. Visual inspection has been performed on the meter and no issues were observed. The meter did not turn on with button, strip, or universal serial bus (usb) cable insertion. Connected reader to computer and software and the reader was not recognized. The meter was de-cased, internal visual inspection was performed and no issues were observed. An extended investigation was performed. The DHR for the returned product was reviewed was reviewed and determined that the meter passed all testing prior to release. Performed a visual inspection on the meter's pcba (printed circuit board assembly); no issue was observed. The crystal was checked and no issue was observed. Attempted to powered on the meter after reflowing the mcu (micro processor unit), but it did not work. Replace the returned cpu (central processing unit) with a new unsued cpu, then meter powered on. Therefore, this issue is confirmed to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.